Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
See gsop 10, section 8.2.1. This MDR submission is a late submission. A CAPA has been issued.